Manufacturer narrative:
The investigation for the reported high purge pressure issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the low purge pressure was most likely due to bearing alignment, as no leaks were found in the purge system and the pump was naturally purging at pressures on the lower end of the specification as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The cp pump was having low purge pressures and high flows and higher than normal flows for p level selected. The device was exchanged for a new impella cp device. No patient harm or injury was reported. Additional information provided that the patient was successfully weaned, and survived the procedure.